Event description:
During an in clinic follow-up, loss of capture occurred on the left ventricular (lv) channel of the device while an impedance test was performed. No intervention has been performed. The patient was stable.